Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported since implant the therapy did not work or help him. Patient stated they have done adjustment for 2yrs and nothing happens and he has 14-16 leads. Patient stated on the operating room table hcp said they "cranked it up" where patient legs should have done a happy dance but his legs just lay there. Patient stated he thinks the leads were placed wrong. Patient stated the trial was great with the two leads. Patient asked about lead placement. Patient stated he needs a head MRI and the ins is dead and wondered if he could have the MRI since the ins is dead. Patient services (ps) reviewed ins will need to charge to active MRI mode. Ps reviewed basic information and recommend patient call ps back for assistance if necessary once the ins and controller are charged up. Ps reviewed device function and recommend patient consult with his hcp ofc regarding his questions and concerns. On (B)(6) 2022, additional information was received from the patient reporting that their local rep tried for 2 years constantly readjusting their device to address the lack of therapy. The patient indicated that it proved useless. The patient didn't know the cause of the lack of therapy. The patient was really upset. They stated that this was their hope prior. They stated that they couldn't stand to be in so much pain. The patient indicated that they didn't understand this at all as they stated when the trial was put in with only 2 leads and it changed their whole life for the better. However, with ¿14 leads¿ it didn't and did them no good whatsoever. After trying to readjust it for 2 years they got the neurosurgeon and the patient told them they must not have put the leads in the proper area. The patient stated that they were seeing a new neurosurgeon and they said it was a failed surgery or defective unit and wanted to put in a new boston scientific device. The patient indicated that they went through a lot only to be disappointed again. The patient indicated that they were planning on having the device removed and it was currently shut down.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2023-aug-18. The patient reported that since implant the ins never worked properly. They were in more pain when the ins was turned on than when it was off. The pt repeated information previously reported (unsuccessful reprogramming sessions, wanting it explanted and plan to replace with a boston scientific ins, ins was useless). The pt reported the ins must have had an internal short as they could never get the ins adjusted right. The last time the pt charged the ins was in (B)(6) 2023. They reported they had a stroke and needed a cat scan on their heart, so they inquired about CT compatibility and commented that they hoped the ins was dead. They also inquired about ablation for heart rhythm problems. They also reported they had an MRI and the hcp thought they were helping and had turned the ins on, at which point their legs were hurting so bad and they were jumping all around. The pt told the hcp to turn the ins off. The pt stated they "could have killed someone when the ins was turned on". The pt inquired about having the ins removed before having the ablation done. Information was reviewed with the pt and they were redirected to see their doctor.